Event description:
Related manufacturer reference number: 2017865-2021-13620. It was reported, that the patient deceased. There is no known allegation from a health professional that suggests, the death was related to the device.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.